Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvbb1d4 ICD, 6935m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited battery switching. The patient noted that the controller would switch batteries before allowing the first battery to drain to 25%. The controller was exchanged to the patient's back-up controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis was not conducted since log files were not available. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors and/or momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.